Manufacturer narrative:
(B)(4). Internal and external inspection was performed and no issues were noted. Functional and electrical testing were performed and revealed no issues that could have caused or contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified audible alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative advised the patient to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.